Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was 595 mg/dl with high level of ketones, which were not identified as dangerous. Elevated blood glucose was addressed with a manual dose injection. During a systems check with tandem technical support, the occlusion was found to be within the cartridge. A cartridge change was performed, however, the customer reverted to manual dose injection for insulin therapy and a replacement pump was sent to the customer to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.